Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the distributor informed on wechat that the lead electric resistance was found to be too high during the operation. The new lead 3873-60 was replaced on the same day to complete the operation. The issue has resolved. Patient alive - no injury. Additional information was received. Serial number of the lead was confirmed. The high impedances were discovered during implant, impedance measurements were not taken. The lead was discarded by the customer.

Manufacturer narrative:
Continuation of d10: product ID 387360 lot# va2s1fl serial# (B)(6), product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 387360, serial/lot #: (B)(6), ubd: 29-mar-2027, UDI#: (B)(4). D6a: date is unknown. G2. Foreign: china medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 387360, lot# va2s1fl, serial# (B)(6), and product type: screening device d9 and h3 apply to the lead/screening device. H3 device evaluation: analysis of the returned lead found that the device had a reliability non-conformance due to insulation being broken/torn under connector 6, insulation being broken/torn under electrode 7, and due to conductor 7 being broken 1.2cm from the proximal end in the connector area. Analysis also found that circuit 7 was intermittent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.